Manufacturer narrative:
Fault number = hal software error (54) line number = 1576 file number = 32010 fault number = hardware error alarm (63) line number = 360 file number = 37 variable information = 03 00 00 00 00 00 00 00 00 3c fault number = software error (53) line number = 1371 file number = 188 insulin pump passed displacement test and self test. Hardware low level failure alarm pump error software error detected or hal software error detected. Alarm found in the pump history due to software error.

Event description:
The customer reported via phone call that the insulin pump had software error. The customer¿s blood glucose level was 128 mg/dl. Customer reported that they able to rewind the insulin pump. The insulin pump will be returned for analysis.